Event description:
It was reported that the pump battery could not be charged. The customer's blood glucose (bg) level was 554 mg/dl. The customer administered a manual injection to address the bg. The customer continued to use the pump for insulin therapy.